Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.173 ohm, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter is scheduled to be replaced to correct the issue. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.173 ohm, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. The probable cause was determined to be a component failure. The power filter is scheduled to be replaced to correct the issue. No patient involvement was reported.